Event description:
On july 14, 2008, the sales rep was informed by the physician that the pt from the case in 2008 developed a pneumothorax. The physician stated that the pneumothorax was seen on a f/u film after the procedure. The physician further reported that issue was resolved with a small bore tube left in overnight and that the pt was now doing fine. The hosp does not keep a record of the lot or serial number of the device used.